Event description:
Customer stated she was trying to calibrate the sensor and it would not appear on the screen. Customer stated she needed to calibrate so she can go to sleep since she was sick with bacterial infection. Customer has been to the hospital with acute bronchitis and she has been taking medication causing her blood glucose to be high at 500 to 600 mg/dl. Customer has been treating with the insulin pump. Customer blood glucose was 404 mg/dl and customer was advised she will not be able to calibrate sensor if blood glucose was high. She was informed to calibrate when blood glucose was stable. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.